Event description:
It was reported that during set up for an unspecified procedure, the top portion of the image, displayed by the flex deflectable videoscope had liquid noise. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector is broken/scratched and scratches are observed on the metal tip. A root cause could not be identified. Based on the results of the investigation, the liquid noise appearing at the top of the image was attributed to detachment of the imaging unit. For the broken and scratched video connector, as well as the scratches observed on the metal tip, the definitive root cause of these additional findings could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.